Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised they performed a functional test of the iabp and were unable to duplicate the issue. They ran the pump for 6-7 hours with no issues. The customer stated that the fault and fault codes pointed to a catheter issue which they confirmed with maquet technical support. There was no part replaced and the unit was released for clinical use. Device not returned to manufacturer.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated a rapid gas loss alarm and they could not resolve with troubleshooting. The user shut the pump off and turned back on and the pump gave an error code #53. The pump was swapped out without issue with a cardiosave iabp. The original console was sent to bio-med and is awaiting for evaluation and tagged with orange time out tags used at this hospital. The customer reported that there was no decline in patient status due to this incident. There was no patient harm and no adverse event was reported.